Manufacturer narrative:
(B)(6).

Event description:
It was reported that when starting a right elbow arthroscopy, the surgeon asked for the 5.5 stonecutter to be loaded and after approximately 5 mins of use, the surgeon and fellow noted small metal shards that were coming off the stonecutter blade and the item was removed immediately and another was retrieved and loaded and used with no further metal shards noted. The shoulder was flushed of the remaining visible metal fragments. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.